Manufacturer narrative:
It was reported that the patient had knee pains since receiving their implant. The patient went to a non-conformis surgeon where their implant was explanted and a full tka revision took place. The revising surgeon concluded that the conformis knee was "not working properly as it should". Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had knee pains since receiving their implant. The patient went to a non-conformis surgeon where their implant was explanted and a full tka revision took place. The revising surgeon concluded that the conformis knee was "not working properly as it should".